Event description:
It was reported that approximately seven years following implant of a transcatheter aortic valve, into an existing 23 mm non-medtronic surgical valve, imaging was performed to evaluate the patient for failed valve replacement. The failure was noted to be aortic valve insufficiency. It was reported that the patient had a non-medtronic surgical mitral valve and a non-medtronic transcatheter mitral valve closely positioned to the inflow of the transcatheter aortic valve and left ventricular outflow tract (lvot), with the non-medtronic transcatheter mitral valve protruding into the lvot. Aortic valve replacement was planned.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of aortic insufficiency was central aortic regurgitation and the severity was unknown.

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.